Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose reading of 67 mg/dl for approximately 5¿10 minutes after a supply change and reconnect, during which she confirmed completing rewind and fill tubing before connecting; she treated with food and hard candy and received low glucose alerts. Symptoms included hypoglycemia without dizziness, loss of consciousness, or other health effects. Outcomes included no health consequences or lasting impact and no medical intervention or assistance required. Investigation included communication with the user and analysis of information she provided. Investigation of this case revealed no device problem and identified a usage issue related to procedure, with the pump plunger noted as the relevant device component; the event was therefore attributed to user handling rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.